Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the sheath occurred. A .038 - 6fx11 cm super sheath introducer sheath was selected for use. During withdrawal, as the sheath was pulled out from the patient's body, a hole was noted on the sheath. No patient complications were reported.